Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a defective differential lamp causing a compacted data plot in the lymphocyte region of the graph. The fse proceeded to replace the differential lamp to resolve the issue. All associated mdrs related to this event: 1061932-2014-01346; 1061932-2014-01347; 1061932-2014-01348.

Event description:
The customer reported obtaining erroneously low neutrophil results with suspect messages for three (3) patient samples, over multiple days, from the coulter act 5diff cap pierce (cp). This report references the event which occurred on (B)(6) 2014; please refer to MDR reports 1061932-2014-01347 and 1061932-2014-01348 for the report of the events which occurred on (B)(6) 2014 and (B)(6) 2014 respectively. The customer obtained erroneously low neutrophil result for one (1) patient sample for this event. The erroneous result was reported out of the laboratory but the customer confirmed that there was no change or affect to patient treatment in connection with this event. The customer stated that quality control results were within specifications prior to the event. The customer only provided the erroneous result for this event; repeat result or result which was considered correct was not provided.